Event description:
It was reported that during post-implant device check, the patient was experiencing muscle stimulation. Interrogation revealed loss of sensing and capture by the patient's atrial leadless pacemaker (lp). X-ray revealed the lp had dislodged and traveled to the inferior vena cava. The lp was retrieved and replaced. There were no patient consequences.